Event description:
Ethicon endo surgery endopath ets-flex45 articulating endoscopic linear cutter would not fire during procedure. A subsequent "like" device was utilized and functioned without issue. Diagnosis or reason for use: laparoscopic appendectomy.